Event description:
Blood glucose readings were in the 200s mg/dl and went to the doctor. It was reported customer's meter read 260 mg/dl and within 30 minutes, a lab measured 100 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.